Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of ohr revealed no production issues at the time of manufacturing of the complained lot. Returned defective sample was examined and the reported defect can be confirmed. The root cause of this complaint was determined as improper manipulation with the bag during bag removal. As the root cause was determined improper method of use (improper removal of the bag}, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
It was reported that the guidewire broke outside the patient when the bag was being removed through the trocar (umbilical). The bag fell opened back inside the abdomen with the extracted stomach piece. Clinical consequences: bag and contains retrieved. Further information indicates the break of the wire had no negative consequences for the patient. The surgeon removed the pieces in the abdomen. There was no damage. The trocar used was a 12mm one. The patient is fine.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the guidewire broke outside the patient when the bag was being removed through the trocar (ombilical). The bag fell opened back inside the abdomen with the extracted stomach piece. Clinical consequences: bag and contains retrieved. Further information indicates the break of the wire had no negative consequences for the patient. The surgeon removed the pieces in the abdomen. There was no damage. The trocar used was a 12mm one. The patient is fine.